Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The product was received with jaws partially open and the knife trigger pulled half way back. The knife was not deployed. No other damage was noted to the device. The reported difficulty to open was confirmed however the knife blade could be retracted. The lock mechanism that prevents the knife from deploying when the knife lock is not disengaged was damaged. The knife trigger could be pulled into the deploy position with the jaws open. However the knife would not deploy when the knife trigger was pulled unless the lock mechanism was depressed. When the trigger was pulled with out the lock mechanism engaged the knife trigger did not return to the home position automatically. The user could manually move it back to the home position without difficulty. When the jaws were opened with the knife trigger pulled the trigger caught on the latches on the p-side handle. This prevented the jaws from completely opening. The jaws could be completely opened and closed by moving the knife trigger to the home position. The investigation identified the root cause of the reported event to be the user placing excessive force on the knife trigger during use. The mechanical assembly and knife cut of the device are tested by manufacturing prior to shipment. The instructions for use (IFU) states, inspect the instrument and cords for breaks, cracks, nick, or other damage before use. Failure to observe this causation may result in injury or electrical shock to patient or surgical team or cause damage to the instrument. If damaged, do not use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a procedure, the knife did not retract and the jaws did not open and close. A new device was used to continue. No patient injury.